Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber, provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, was leaking water during patient use. The healthcare facility also identified a small hole at the base of the chamber. There was no reported patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber, provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, was leaking water during patient use. The healthcare facility also identified a small hole at the base of the chamber. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received. Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare for evaluation. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a small hole on the base of the chamber. Residue was identified oon the outside of the chamber base. Analysis of the residue indicated the presence of chlorine and other chemical substances. Conclusion: our investigation confirmed the reported holes on the base of the mr290v vented autofeed humidification chamber. Further analysis indicated that it was due to the exposure of the chamber base to a source of sodium chloride. Chlorine reacts with the heated aluminum base and readily corrodes the material over time, resulting in the holes observed. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. The use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected.